Event description:
It was reported that the customer went to the emergency room with an unknown elevated blood glucose (bg) level on 4/24/2026. Cause was not known. No additional information was obtained. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.